Event description:
It was reported that during a ptca procedure, involving a lesion in an unspecified location, a pinhole leak was present in the balloon of the maverick otw catheter and the balloon did not hold pressure. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.